Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blood glucose level was 438 mg/dl at the time of event and the patient got treated with manual injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.